Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. Found the problem to be in the clutch set and lead screw not only being worn out but they were excessively greased causing erratic infusions (false occlusions) also the plunger wire was not making constant ground contact. The repair was performed by replacing all the mentioned parts, recalibrated pump, ran and passed all performance verification tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump's occlusion alarm was continuing after calibration of the force sensor. Per reporter, replacement and calibration of force sensor did not resolve the issue. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.